Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The aus had fluid loss due to pump tubing became disconnected from the cuff. The existing device was explanted and replaced. There were no further patient complications.